Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that the issue resolved on its own. The patient had contacted them and said she was able to charge normally and the stimulation program felt great.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was impl anted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was poor coupling and a possible flipped ins. The rep reported that the patient was having difficulty recharging. The rep reported that the patient was implanted the week prior to the report. The rep later reported that they scanned the patient¿s ins with fluoroscopy and determined that the ins was not flipped. The rep reported that the ins was in the left abdomen, lead wire was pointing away from the spine. The rep reported that they tried using another recharger but got zero coupling. The rep reported that the hcp removed 1 cc of fluid on the day of the report and it appeared that the site had healed. Additional information was received on 2017-06-08 from the rep. The rep reported that they were following up with the patient on (B)(6) 2017 to reevaluate the situation. No further complications were reported.